Event description:
As reported, the patient underwent a left side revision of their total shoulder arthroplasty. The glenoid, anatomic head, replicator plate and torque screw were explanted and replaced with exactech reverse components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 300-20-02 - equinox square torque define screw drive kit (B)(6) 310-01-41 - equinoxe, humeral head short, 41mm (alpha) (B)(6) 314-13-22 - equinoxe cage glenoid s, post aug, left (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6).